Event description:
It was reported that the device exhibited error code 1310. There was no patient involvement. The device analysis was unable to duplicate the 1310 error code; however, the microprocessor unit board was found to be inoperable.

Manufacturer narrative:
One device was received for evaluation. The event history log was unable to be downloaded due the battery depleted alarm on the pump display. Functional testing was unable to duplicate the reported 1310 error code; however, a faulty microprocessor unit (mpu) board was discovered. The mpu board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.